Event description:
It was reported by the user facility that while a doctor was positioning the lighthead, it disconnected from the spring arm at the gooseneck. The internal wiring secured the lighthead, so that it never fully detached. The spring arm assembly was replaced under warranty and the spring arm involved in the incident is being returned to the MFR.